Manufacturer narrative:
On 24-aug-2021, the product investigation was completed. It was reported that a patient underwent an supraventricular tachycardia (svt) cardiac ablation procedure with a carto3 system where inadvertent pacing occurred. When attempting to pace from the ablator, the pacing would occur from both the ablator and the coronary sinus (cs). The stimulator channel was changed and the catheter was re-seated but the issue remained. The pacing leads were connected to the direct stimulator port. The stimulator model was micropace. The pacing was part of planes pacing. There was inadvertent pacing delivered. The procedure was completed to physician¿s satisfaction. There was no report of patient consequence. Device evaluation details: field service engineer confirmed that the issue was resolved by replacing the backplane card with another one that was delivered to the customer. The system is ready for use. The suspected backplane card was sent for investigation. It was found that the pins on the map port of the backplane card were physically damaged. The card was repaired and the issue resolved. A manufacturing record evaluation was performed for the finished device 14273 number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) cardiac ablation procedure with a carto3 system where inadvertent pacing occurred. When attempting to pace from the ablator, the pacing would occur from both the ablator and the coronary sinus (cs). The stimulator channel was changed and the catheter was re-seated but the issue remained. The pacing leads were connected to the direct stimulator port. The stimulator model was micropace. The pacing was part of planes pacing. There was inadvertent pacing delivered. The procedure was completed to physician¿s satisfaction. There was no report of patient consequence. Inadvertent pacing is an MDR-reportable issue.